Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1xmsn); product type: 0200-lead; implant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient stated their lead has stretched and they are having trouble with it. Patient stated they noticed it become bothersome about 4 months ago. Patient said lead is at the bottom of their spine. Patient said they had spoken with a mdt rep before they left for 3 months. Patient also mentioned they got a call from someone at mdt 3 months ago and they are trying to return the call as it was something about newer devices. Patient was redirected to follow up with hcp. Reviewed patient advocate team. Patient transferred to patient advocate team. Agent did not ask about the circumstances that led to the reported issue.